Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: bd did not receive any samples or photos for investigation. The retained samples could not be inspected because the lot number is unknown. The device history records could not be reviewed as the lot number is unknown. No definitive potential cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® acd solution a blood collection tubes, underfill occurred with an unspecified number of tubes. No adverse impact was reported regarding the patient or user.